Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly. Customer performed blood test, hi fasting. Reviewed meter memory: 1: 526mg/dl, (B)(6) 2015, 02:11:00 pm; 2: hi, (B)(6) 2015, 02:14:00 pm; 3: 537mg/dl, (B)(6) 2015, 01:55:00 pm; 4: 130mg/dl, (B)(6) 2014, 08:11:00 am; 5: 118mg/dl, (B)(6) 2014, 09:03:00 am; customer has extreme thirst and frequent urination, it was suggested the customer seek medical care. No adverse event reported.

Manufacturer narrative:
Product not returned for eval. Most likely underlying root cause: user had a high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015). (B)(4).